Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that there was an impedance issue. Impedance measurements were taken and shown as follows: c<(>&<)>0 = 5349 ohms, c<(>&<)>1 = 5103, c<(>&<)>2 = 5702, c<(>&<)>3 = 5312, 0 <(>&<)>1 = 2275, 0<(>&<)>2 = 3445, 0<(>&<)>3 =3345, 1<(>&<)>2 = 2540, 1<(>&<)>3 = 3071, 2<(>&<)>3 = 2147. The patient is being programmed case and 2- and appears to have therapeutic benefit. Historical impedance shows that at 2013-sep it was 2360 ohms, (B)(6) 2015 2996 ohms, and current impedance shows high. No actions/interventions are planned as there is no therapy issue. It was noted that there was a potential fall related to the issue. The patient is programmed as follows: right implant 2.7v, 70usec, 145hz, 697 ohms, 3.80 eri, 4.05 eos and left side 2.5v, 60usec, 140hz, 7.67 eri, 7.92 eos assuming 2500 ohms. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.